Event description:
Patient complained the continuous pulse oximetry probe on his right index finger kept coming off. When trying to reinforce it back on finger, patient complained of it hurting. When the pulse oximetry probe removed, patient was noted to have a possible abscess/pressure ulcer on his right index finger.